Event description:
The complainant reported that a vaxcel pasv PICC had been therapeutically placed in a pt in 2006. Less than 7 days after insertion of the catheter, during f/u treatment, the pt was noted with a swollen upper arm and the catheter had a partial fracture distal to the suture wing. The complete catheter was removed from the pt and replaced with another same device successfully. No residual material was left in the pt. No sequelae was identified by the complainant as a result of the reported event.

Manufacturer narrative:
This device has been rec'd by this MFR and is currently being evaluated by the MFR; consequently an eval has not yet been completed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.